Event description:
It was reported that the patient experienced a loss of therapeutic effect, reason unknown. When a revision was attempted, the lead would not move so it was removed and replaced. During the revision, the 0-7 channel was blocked in the implantable neurostimulator (ins). The ins was replaced. The outcome of the revision was that the therapy was successfully regained.

Manufacturer narrative:
Product ID 39565-65 lot# v569382020 implanted: 2011-(B)(6) explanted: 2012-(B)(6) product type lead product ID 37743 serial# (B)(4) product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the battery, model #37702/serial # (B)(4), found no significant anomaly. The battery connector port had lead or lead parts stuck inside the port.